Event description:
It was reported to boston scientific corporation that a c-flex¿ biliary stent was used in an endoscopic retrograde biliary drainage procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the c-flex¿ biliary stent would not pass through the left hepatic duct. The procedure was not completed due to this event. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be "good". This event has been deemed a reportable event based on the investigation results; stent kinked .

Manufacturer narrative:
Component code (B)(4) relates to problem code (B)(4) for the investigation results of stent kinked. One c-flex double pigtail stent was returned for analysis. A visual evaluation was performed and found that the stent was kinked in several locations in distal pigtail and the shaft of the stent was bent. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend / coil leading to kinks and bends in the stent, resulting in difficulty advancing the stent to the target site. The condition of the returned unit was consistent with the complaint incident that the device was unable to advance through the stricture. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.